Event description:
The home patient contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 3 of 4. The baxter technical services representative had the hp discard his supplies and call his nurse the following morning. Baxter product surveillance contacted the hp on (B)(6) 2011. He stated that he did not notice anything unusual about his supplies that night, and that he did not recall seeing air in the lines. He did not want to send in a companion sample. The hp had contacted his nurse about the event. Therapy has been going well since, and there were no adverse effects reported to be caused by this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.